Event description:
After transeptal puncture, agilis was inserted then replaced due to no blood return. Roof was penetrated when the agilis was inserted into the left atrium. There was no decrease in blood pressure. Drainage was performed and 80ml was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.